Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips fell out of device prior to firing. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.